Event description:
Investigation in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical intubation/portex respiratory stylets received four pictures and nine samples used. Pictures confirmed damage. Testing of device did not reveal damage. The device passed all inspection prior to release. Root cause is believe damage occurred after leaving smiths medical.

Event description:
It was reported that the customer experienced an out-of-box failure. The sterile packing was found to be damaged. There was no patient involvement.